Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. Transmitter voltage was tested and passed. Pairing with the nordic bluetooth device was performed and the device passed. Transmitter functional testing was performed and passed. Log data was reviewed and permanent loss of connection was found. The customer complaint was confirmed via the log data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data.